Manufacturer narrative:
The device has not been returned to solventum for analysis and a lot number was not provided. Solventum is unable to verify the leak, identify exact location, and root cause without a sample. Based on the problem description, a likely cause is the spike disconnected from the tubing. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A customer reported while infusing blood, the end of a 3m¿ ranger¿ blood/fluid warming high flow set detached from the rapid transfuser when hanging the next bag of blood. This resulted in a delay in blood transfusion during a life-threatening event. No injuries or medical interventions were required due to the alleged malfunction. Solventum will continue to monitor.